Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A surgeon reported to rxsight that during implantation of a light adjustable lens (lal), the lens optic body opened up faster than expected, and the leading haptic tore the anterior part of the capsular bag. The lens was able to be successfully implanted in the bag. No additional information has been provided.